Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and radiculopathy. It was reported that the rep found out that several years ago the original ins was replaced by a competing manufacturer's ins and connected to our extension and lead. Case was scheduled for normal end of life replacement. Upon x-rays in the or, we saw that extension was fractured. Removed extension and when disconnecting from lead the wires were starting to fray when pulling out of the extension. Unable to connect new extension to existing lead as the lead wire was damaged. The healthcare provider (hcp) removed entire system and will schedule patient to come back at a future date for a full implant with a 2/8 surgical paddle lead. The issue was resolved.